Manufacturer narrative:
Manufacturer¿s investigation conclusion the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 5 months 20 days. The heartmate left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2018. It was reported that the patient was admitted to mercy redding on (B)(6) 2019 for anemia. The patient was noted to have a hemoglobin of 4.7 and was transfused 3 units of packed red blood cells. They were then transferred to cpmc on (B)(6) 2019 for further care. The patient was given an additional unit of blood overnight to keep their hemoglobin greater than 8. The site communicated that the patient suffered from acute blood loss anemia likely secondary to gi bleeding. An egd on (B)(6) 2019 revealed a bleeding dieulafoy lesion within the gastric fundus, which was treated with epinephrine injections and three hemo- clips. Patient is now on octreotide 100 mcg subcutaneous bid. Patient is still hospitalized. No additional information was provided.